Event description:
As rec'd, a visual inspection confirmed that some of the isola products were slightly discolored. The pt experienced persistent symptoms of an allergic reaction and the implants were removed. The implants were functionally and structurally sound. The drawings and device history records were reviewed and no discrepancies were found. Discoloration may occur on implanted devices that have been exposed to human tissue and blood. A material analysis was conducted and the components conformed to the astm standards for stainless steel. The cause of this event may be due to an allergic reaction to the nickel present in the stainless steel. Allergic reactions to nickel, present in devices mfg from stainless steel, have been reported clinically. No material discrepancies were observed in the returned devices.

Event description:
Depuy acromed was informed that a pt was experiencing pain and a fever after being implanted with the isola system. It was determined by the doctors that an infection had occurred. The pt was put on antibiotics but when the infection persisted, it was decided to remove all implants. Another surgery was needed to explant the isola devices. According to the complainant, the implants appeared to be discolored upon removal. The surgeon suspects that the implants were the cause of the infection. The pt has recovered from the infection with no adverse consequences. The implants have not been returned. Therefore, an eval can not be performed at this time.